Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose was over 800 mg/dl at the hospital. The customer stated that he bloused at dinner and sat down for the evening and checked his blood glucose at 8-9pm and it was over 400 mg/dl. The customer checked his blood glucose an hour later and it was over 600 mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The customer was treated with insulin drip. The customer stated that the infusion set cannula was bent. The customer was unable to trouble for no delivery during time of call. The customer was advised to call when alarm occurs to troubleshoot.